Manufacturer narrative:
(B)(4). The valve was not patent and did not pass leak testing due to a tear in the sheeting below the valve mechanism and two large tears in the top and bottom of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It was also noted that the base of the siphon control device was detached from the valve mechanism and the inlet connector was damaged. It is unk how or when these damages occurred. The instructions for use that accompany the device caution that "improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system." The performance level of the valve could not be adjusted. A dissection of the product showed proteinaceous debris inside the adjustment mechanism. The instructions for use that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." Such debris may interfere with the adjustment mechanism, resulting in a non-adjustable valve. A review of the manufacturing records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that there was a hole in the bottom of the valve, causing no function to the pressure adjustment.